Manufacturer narrative:
This event was inadvertently called a serious injury. The reportable event is a malfunction.

Manufacturer narrative:
The patient ID and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Additional information: the bronchoscope's suction function was used to retrieve the fragment. No additional devices were used or intervention was required.

Event description:
It was reported to boston scientific corporation that a (B)(4) pulmonary biopsy forceps device was used during a biopsy procedure in the lung performed on (B)(6) 2011. According to the complainant, a biopsy was obtained, but when the forceps was pulled back into the scope a small fragment of the blue sheath detached into the patient's lung. The fragment was able to be retrieved with suction. The procedure was completed with this (B)(4) pulmonary biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.